Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The reporter alleged that there was a line through the display which made it difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: during testing, multiple vertical lines were observed at the middle of the display screen due to a defective display flex. A test display was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.